Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and that filter struts had perforated both anteriorly and medially and impinging on the overlying bowel. The patient further reported having experienced an emotional reaction associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage to the patient, including, physical and emotional damages due to tilting of the ivc filter; perforation of filter struts both anteriorly and medially, impinging on the overlying bowel. As a direct and proximate result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, including, tilting of the ivc filter; perforation of filter struts both anteriorly and medially, impinging on the overlying bowel. Per the medical records, the indication for filter was hospital admission for delirium, deep vein thrombosis with possible pulmonary emboli. Also noted, was a + clostridium difficile culture. The trapease filter was implanted below the level of the renal veins. No complications were reported. Approximately 2 months later, a new hospital admission for recurrent dislocation of left thr with closed reduction. 11 days later, there was an emergency room (ER) visit for gross hematuria. Approximately 2 weeks later, there was another ER visit with pain and swelling of the left leg. 6 ½ months later, the patient was admitted for acute gangrenous cholecystitis. A laparoscopic cholecystectomy was performed. 5 months later, there was a hospital admission for sacral ulcer repair secondary to orthopedic surgeries and immobility. 6 months later, the patient was admitted to hospital with status post right cva (cerebrovascular accident). Duplex imaging of the lower extremities also revealed acute deep vein thrombosis in the right calf. Approximately one month later, review of the medical images revealed the filter is tilted. All 6 struts demonstrate early perforation. There was no obvious strut fracture, caval thrombosis or hemorrhage. Bilateral renal stones were noted. Advanced osteoporotic arthritic changes were noted in the spine. The recommendation was to remove the filter if the patient can be safely anticoagulated or no longer requires anticoagulation. Per the patient profile form (ppf), the patient representative reports perforation of the filter struts outside of the ivc and tilt. An additional patient profile form was received that the patient had lower leg swelling and abdominal pain due to the failure of the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from ivc filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Cva is a known potential adverse event associated to the ivc filters, where the filter is unable to stop all thrombus/embolus from flowing through itself, this is due to the size of both the thrombus/embolus and the ivc filter. Anxiety, abdominal and leg pain, and extremity swelling do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: a2, b3, d4 & h4. New h6 2100. Additional b5 narrative: additional information was received from medical records that at filter placement, the patient had a hospital admission for delirium, deep vein thrombosis was diagnosed with possible pulmonary emboli. Also noted was a + clostridium difficile culture. The trapease filter was implanted below the level of the renal veins. No complications were reported. Approximately 2 months later, the there was a new ddmission for recurrent dislocation of left thr with closed reduction. 11 days later, there was an emergency room (ER) visit for gross hematuria. Approximately 2 weeks later, there was another ER visit with pain and swelling of the left leg. 6 ½ months later, the patient was admitted for acute gangrenous cholecystitis. A laparoscopic cholecystectomy was performed. 5 months later, there was a hospital admission for sacral ulcer repair secondary to orthopedic surgeries and immobility. 6 months later, the patient was admitted to hospital with status post right cva (cerebrovascular accident). Duplex imaging of the lower extremities also revealed acute deep vein thrombosis in the right calf. Approximately one month later, review of the medical images revealed the filter is tilted. All 6 struts demonstrate early perforation. There was no obvious strut fracture, caval thrombosis or hemorrhage. Bilateral renal stones were noted. Advanced osteoporotic arthritic changes were noted in the spine. The recommendation was to remove the filter if the patient can be safely anticoagulated or no longer requires anticoagulation. Per the patient profile form (ppf), the patient representative reports perforation of the filter struts outside of the ivc and tilt. Additional information is pending and will be submitted within 30 days upon receipt.